Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The event occurred in israel during patient treatment. It was reported that the act levels, ppt levels and the ECMO flow in the first hour of usage were unacceptable. In addition it was reported that the blood inlet of the quadrox-ID pediatric was blocked due to clotting. The oxygenator was exchanged to a new one during patient treatment. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the act levels, ppt levels and the ECMO flow in the first hour of usage were unacceptable, due to clotting at the blood inlet side of the quadrox-ID pediatric which was blocked. The oxygenator was exchanged to a new one during patient treatment. No harm to any person has been reported. The affected hls set was technically investigated at the getinge laboratory on 2022-09-14. During the visual inspection no damage or abnormalities could be detected. Further no clots could be identified. During the pressure and functional tests the oxygenator work as specification and shows no abnormalities. The reported failure was not reproducible during the technical investigation, no product related malfunction could be detected. The failure mode "blocked inlet side, due to clotting" can be linked to the following most possible root causes according to our risk management file: too low / insufficient anticoagulation; too low at level, effect of heparin is too limited; hemostasis; thrombocytopenia. The production records of the affected be-hmod 30000#be-quadrox-ID päd.o.filt. With packaging lot#70138588 were reviewed on 2022-09-19. According to the final test results, the quadrox-ID päd. With lot#70138588 and UDI# (B)(4) passed the tests as per specifications. Production related influences are unlikely. Based on the investigation results the reported failure "blocked inlet side, due to clotting" could not be confirmed. In order to avoid re-occurrence of the reported failure, the sales and service unit (ssu) will inform the customer to follow the chapter in the instructions for use oxygenator quadrox-ID pediatric g-140 version 06 non us: 5.2 safety instructions for the extracorporeal circulation: no anticoagulation or insufficient anticoagulation causes occlusion of the extracorporeal circulation and the patient circuit. This can lead to inadequate patient support, hemolysis or thrombus formation in the patient. Use anticoagulants; e.g., heparin or argatroban; check the effect of anticoagulants at regular intervals by measuring the act (activated clotting time). Ensure that the act value does not fall below the value which is appropriate for the application. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.